Event description:
It was reported that during a lap lobectomy, the cartridge pan came off and could not be removed from the cartridge jaw after firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: did any pieces fall into the patient?---no. The analysis results that one device was returned with no visual non-conformances and with two ecr60b cartridge reloads present. The cartridge (b) was received fully fired and with the pan missing. The reload (c) was unfired and in good visual condition. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with the returned reload cartridge (b). The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.